Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. A representative reviewed the images of the registration and it was noted that scans were not contiguous and there was no tracing done on the patient's forehead. It was recommended to the site to ensure protocol is followed. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that when navigating the sinus was accurate, however as the surgeon got to the base of the skull, they were imprecise about 4-5 mm. The surgeon compensated for the inaccuracy and continued the case. The site tried to re-register, but did not see any improvement. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Additional information: the software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.